Event description:
Allegedly, patient revised due to mom complications.

Manufacturer narrative:
Additional information received from litigation on 01/08/2019. Updated the implant date from (B)(6) 2011 to (B)(6) 2012.